Event description:
The product was used during a CABG procedure involving involving one pt. Reportedly, the suture broke. The surgeon applied additional suture to complete the procedure. The hosp reported no pt injury.